Event description:
Before a breast biopsy they had a power surge throughout the hospital and lost power. They reconnected the power supply and rebooted the unit, the green light and lcd shut down. There was no patient consequence reported, the case was completed using the control module.